Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. Unable to verify prime alarm due to motor error alarm. Insulin pump passed the displacement test, self test, unexpected restart error and currents tests. Unable to perform the occlusion and no delivery tests due to prime anomaly. Insulin pump had cracked case at display window corner, battery tube threads, belt clip slot, and minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had several compromised force sensor system alarms on the insulin pump. The customer stated the drive support cap was loose. Customer stated they did not drop the insulin pump. The customer also did not recall pressing on the drive support cap. The customer's blood glucose was 300 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.